Event description:
The manufacturer received information alleging a ventilator's display was not working. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's air filter was exchanged, system board and lcd were replaced to address the issue. Software version was installed and calibration of the oxygen and pressure sensors was performed.